Event description:
During evaluation, the force sensor assembly was found to be damaged.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor assembly was found to be damaged. The pump was exercised with no loss of prime warnings being duplicated.